Manufacturer narrative:
Investigation summary: it was reported that the results were not correctly being transmitted to the hospital's lis system. An fse went on site and updated the instrument's antibiogram configuration since it was disabled during a software update. The fse then determined that the cause of this complaint was a faulty network cable which is being replaced by the hospital's it team. The case was closed. The root cause of the reported issue cannot not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with computer/peripheral/communication related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, an incorrect drug result was given. There was no report of patient impact.